Event description:
It was reported that the patient presented to surgery with l3-4 pseudoarthrosis, l3-4 spondylolisthesis, low back pain, lumbar radic ulopathy, and failed spinal fusion. Pt. Underwent a procedure for l3-4 discectomy and fusion with placement of single lateral bak cage, pedicle screw fixation, and rhbmp-2/acs. Post-op the patient continued to have complaints of low back pain and left leg pain with weakness. Pt. Was diagnosed with failed back syndrome. Patient had placement of intrathecal morphine pump.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.